Event description:
It was reported that the patient appeared to have a ventricular tachycardia (vt) storm and there was evidence of t-wave oversensing (twos) in some of the episodes. The device delivered an appropriate therapy for the vt storm. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: product ID d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; product ID 419688 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).